Event description:
Device was being utilized during a superficial femoral angioplasty. After completion of the angioplasty, the sheath was withdrawn and the tip was noted to have separated. The tip lodged in the deep femoral; however, was found to be non-obstructing and was left in the pt.